Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: g2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective randomized controlled trial between november 2019 and october 2023 was conducted to evaluate whether shielding the tip of a tracheal tube (ntt) with endotracheal tube's cuff with a red rubber catheter (rrc) would result in a lower incidence and severity of epistaxis in patients undergoing surgery requiring nasal intubation. There were a total of 114 patients divided evenly into two groups: a rrc group and a control group. One serious injury was reported where an avulsion of the lower turbinate during intubation required surgical intervention from the operating surgeon. Non-serious illness/injuries included bleeding and pain. One additional malfunction was reported where the cuff was ruptured during intubation which the authors presumed to have resulted from advancement of the ntt with magill forceps.